Event description:
Reportedly, during interrogation of pm (eno family) changing of parameters was not possible. When selecting a parameter (e.g. Atrial sensing) to change the corresponding drop down selection (list with sensing values 0.1,0.2,0.4, etc) did not appear (see video attached). This happened independently in at least two cases. Expert-files are attached. This was observed for the whole parameter page. Quitting the session was not possible/easy because the quit message did not appear where he asks you if you are sure you want to quit. Needed to "kill" the tablet twice by taking out the battery and try again. But the issue remained the same. Only possibility to change settings was to remeber the list and approximately click in the area - as also seen in the video for the uni/bi-polar settings. Present physician was very irritated because we wanted to change the algorithm and I needed to blindly click on the "non-existing" list to try to hit the right one. If no experianced technician/physician is on site this is a no-go/business risk since urgent device reprogramming randomly clicking on the screen is no acceptable. Please investigate asap and let us know. Quick feedback to aut team & involved site is necessary.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes.

Event description:
Reportedly, during interrogation of pm (eno family) changing of parameters was not possible. When selecting a parameter (e.g. Atrial sensing) to change the corresponding drop down selection (list with sensing values 0.1,0.2,0.4, etc) did not appear (see video attached). This happened independently in at least two cases. Expert-files are attached. This was observed for the whole parameter page. Quitting the session was not possible/easy because the quit message did not appear where he asks you if you are sure you want to quit. Needed to "kill" the tablet twice by taking out the battery and try again. But the issue remained the same. Only possibility to change settings was to remember the list and approximately click in the area - as also seen in the video for the uni/bi-polar settings. Present physician was very irritated because we wanted to change the algorithm and I needed to blindly click on the "non-existing" list to try to hit the right one. If no experienced technician/physician is on site this is a no-go/business risk since urgent device reprogramming randomly clicking on the screen is no acceptable. Please investigate asap and let us know. Quick feedback to aut team & involved site is necessary.

Event description:
Reportedly, during interrogation of pm (eno family) changing of parameters was not possible. When selecting a parameter (e.g. Atrial sensing) to change the corresponding drop down selection (list with sensing values 0.1,0.2,0.4, etc) did not appear (see video attached). This happened independently in at least two cases. Expert-files are attached. This was observed for the whole parameter page. Quitting the session was not possible/easy because the quit message did not appear where he asks you if you are sure you want to quit. Needed to "kill" the tablet twice by taking out the battery and try again. But the issue remained the same. Only possibility to change settings was to remember the list and approximately click in the area - as also seen in the video for the uni/bi-polar settings. Present physician was very irritated because we wanted to change the algorithm and I needed to blindly click on the "non-existing" list to try to hit the right one. If no experienced technician/physician is on site this is a no-go/business risk since urgent device reprogramming randomly clicking on the screen is no acceptable. Please investigate asap and let us know. Quick feedback to aut team & involved site is necessary.

Manufacturer narrative:
Based on the provided description of the event, the reported behavior most probably resulted from a software issue: the pop-up and/or programming menus do not appear when they should and are displayed behind the main screen which led to the unavailability of the response buttons of the pop-up/the programming menus. Deeper investigation is ongoing. A software correction will prevent recurrence of this issue.